Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and no issues were observed that would have caused a low blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple cartridge alarm 19s during basal delivery using multiple cartridges. The customer was able to load a cartridge and received no further alarms. The customer's blood glucose (bg) level was 322 mg/dl and a corrective bolus was delivered to address the high bg level. The customer's bg level dropped to 62 mg/dl after the bolus as she had consumed lunch too late. Fruit snacks were consumed to address the low bg.